Event description:
The catheter is an arrow, 8 f, 40cc intra-aortic balloon pump catheter. This catheter has a fiber-optic component that was not functioning properly. The light bulb indicator was blue with black meaning it was not working. Because the fiberoptic component was not functioning as expected, the nurse had to use a different source to time the device. This impacted the nurse's workflow because he/she had to make sure the device was augmenting (inflating) at the appropriate time.